Manufacturer narrative:
Concomitant medical products: cmrm6122 envelope: implanted: (B)(6) 2016.

Event description:
It was reported that approximately one month post implant of the implantable cardioverter defibrillator (ICD), a wound check revealed an open area that had not healed over. No signs and symptoms of infection were observed. The patient was followed at the clinic for a month and the wound was treated with wet to dry dressing changes and later dry dressing changes. As the wound continued to be not approximated the patient was scheduled for a pocket revision. The device remains in use. No further patient complications have been reported as a result of this event. The patient was a participant in the wrap-it clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a pocket revision was performed, the wound appeared free from infection and the patient received prophylactic antibiotics pre pocket revision. The patient was see in follow up post procedure and the incision healed nicely with no issues noted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.